Event description:
It was reported that the rv lead was electively explanted due to unacceptable thresholds, sensing difficulty, positioning difficulty, and apparent fracture. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was electively explanted due to unacceptable thresholds, sensing difficulty, positioning difficulty, and apparent fracture. No patient complications were reported as a result of this event. Further information provided indicates that the patient has twiddlers syndrome and that the lead was tangled in the pocket.